Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer experienced an elevated blood glucose (bg) level displayed as ¿high"; specific value was not provided. Customer delivered a correction bolus via the pump and manual injection to address bg. Customer primed the tubing to address the issue.